Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up and that the battery failed to charge. There was no report of patient involvement. Philips spoke with the customer who reported that he replaced the battery which resolved the failure. The device has been back in service for over 2 weeks with no further issues.

Event description:
The customer reported that the unit failed to power up and that the battery failed to charge. There was no report of patient involvement.